Event description:
Ous MDR - after an implant duration of about 16 months loss of capture associated with a dislodgement of this right atrial lead was reported. No adverse patient side effects were reported. The lead was explanted and replaced. The reported event and explant dates are chronologically impossible. Therefore, they will not be reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.